Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The leadless implantable pulse generator (ipg) exhibited oversensing. The ipg has been explanted and replaced. No further patient complications have been reported as a result of this event.